Event description:
The customer reported the ventilator was alarming vent inop and had a restart occurrence during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse recommended the biomedical engineer replace the ventilator power switch. The biomedical engineer reported the power switch was ordered for replacement. The biomedical engineer was contacted to obtain followup repair information with no response received.

Manufacturer narrative:
Out of warranty; no request for manufacturer's service